Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the ECG number are not correct. The customer said they are not using philips electrodes. There was no reported patient involvement